Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an initial implant procedure. Upon positioning, the right atrial lead exhibited high capture thresholds. The physician removed the lead during procedure without replacement on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were noted.